Event description:
It is reported that the drive support cap is damaged. Customer does not press the cap while connected to insulin pump. The insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.